Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review cannot be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during removal of the gastrostomy button tube, the tube was unable to be removed and the patient had to be sent to general surgery for removal. The status of the patient is unknown.

Manufacturer narrative:
After further review with the medical director on (B)(6) 2018, the reported event for the patient being sent to surgical staff for removal is not a reportable issue as it is within the recommended methods. Therefore, the action of surgical removal is not considered medical intervention. However, the user indicated when difficult to remove an the alternative cut and push technique is used. This method is not recommended and cause risk to the patient. The associated fields were updated with the new assessment. The below investigation summary has not changed. As the lot number for the device was not provided, a manufacturing review cannot be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during removal of the gastrostomy button tube, the tube was allegedly difficult to be remove through traction method and an alternative cut-and-push technique is being used often to assist the removal process. The cut-and-push technique is when the top of button is cut off and the bolster is pushed into belly to allow the bolster to pass through the digestive system. This is not a recommended technique. There was no reported patient injury.